Manufacturer narrative:
Product investigation summary: upon product receipt, the catheter was visually inspected. A reddish material was found under the pebax but no other damage was observed. Additional visual evaluation found char observed on the tip of the catheter and also found a crack on the peek housing transition. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t bar was found slid down causing the improper deflection condition. Residues of pu application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding char was confirmed. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the properly assembly of the device. In addition, there was a previous investigation to reduce t-bar slippage issues. The root cause of the damage on the pebax cannot be determined. The root cause of the peek housing damage is related to the t bar slid down issue since the t bar causes stress in that area. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. Concomitant bwi products include: thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134805, lot # 17680186l); stockert j70 generator (us catalog # unknown, serial # unknown). (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure using a thermocool® smart touch® sf bi-directional navigation catheter. It was reported the impedance gradually rose, however, the physician felt that the catheter was not burning. When the catheter was removed from the patient¿s body, the tip of the catheter was black and there was blood was in it. The catheter was replaced to continue with the procedure. It was also reported that when the new thermocool® smart touch® sf bi-directional navigation catheter was inserted into the patient, the temperature was not displayed on the j70 stockert generator and the ablation could not be conducted. Upon removing the catheter from the patient, it was noted that blood was thinly attached to the catheter. The issue was resolved by changing the catheter. No patient consequences were reported. The reported issues of high impedance and char as the tip of the catheter was black with blood in it are not reportable events. On (B)(6) 2018, the biosense webster inc. (Bwi) failure analysis lab received the device for evaluation. Initial visual analysis identified a reddish material found under the pebax and char was found on the distal tip of the catheter. No other damages were observed on the pebax and on the catheter. These findings were determined to be not reportable. On (B)(6) 2018, a second visual analysis was conducted wherein it was noted that a reddish-brown material was found under the pebax. A crack in transition between tip and peek housing was observed. However, no internal parts were exposed. As such, a scanning electron microscope (sem) testing was ordered. On (B)(6) 2018, sem analysis results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. These findings are considered reportable malfunctions. As such, the awareness date of the reportable malfunction has been determined to be (B)(6) 2018.